Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician isolated the issue to the brake/steer mechanism being out of adjustment. He adjusted the brake/steer mechanism to repair the bed. The technician tested the bed functions and found them operating properly.